Event description:
Customer reports that he obtained results of 525 mg/dl, 269 mg/dl, 237 mg/dl, 183 mg/dl, and 183 mg/dl on the same device within 5 minutes. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.